Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe ultra-fine® cannula broke off. The following information was provided by the initial reporter: during the inspection, the outside appearance was completed and all were within the validity period. When the short-acting insulin injection was prepared for the patient, the needle broke and fell off.